Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated. One ventilator device was received for investigation. During visual inspection the device was observed to have no damage or anomalies. The reported issue was confirmed during functional testing when the device manometer needle was sticking. The investigation determined that the manometer was faulty, and its condition was consistent with age-related wear and tear, but could not attribute a definite root cause for its condition. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device service history confirmed this device has not been in for service previously. The ventilator manometer was replaced. The sounder board was also replaced, its components were refurbished and preventative maintenance was performed.

Event description:
It was reported that the ventilator experienced system failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.